Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During a follow-up, x-ray was performed and confirmed externalized conductors on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable.